Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited microdislodgement. The right ventricular (rv) lead exhibited microdislodgement and non-capture. The rv lead was reprogrammed and both leads were re positioned. No further patient complications have been reported as a result of this event.